Event description:
Patient revised on (B)(6) 2021 due to continued pain following primary surgery on (B)(6) 2020. Surgeon converted total anatomic to a reverse; explanting the size s 3-4 peg glenoid, 41x16 offset cocr head, and +0mm double taper; and then implanting 135/145 36/+3 standard humeral cup, 24mm glenoid baseplate, 36mm centered glenosphere with screw, +6mm post extension, 1 locking screw, and 4 standard screws.